Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced recurrent gerd symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2010 by (B)(6). Uneventful device explant on (B)(6) 2014 with linx device found in correct position and geometry. A fundoplication was completed at the time of linx device explant. Patient satisfied symptoms have resolved.